Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have multiple alarms for "downstream occlusion" in the ehl. The pump was found to have a damaged/detached downstream occlusion (dso) sensor seal. The cause of the customer reported problem was a defective dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor and dso seal. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that there was an occlusion fault downstream despite a change of tubing. There is unknown patient involvement, and unknown signs or symptoms experienced.